Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently two days later and it was reported that during the index procedure the celiac branches were mis-identified as the renal arteries and as a result the stent graft was placed across both renal arteries and sma. It was reported that while the stent graft was higher than anticipated the stent graft did exclude the aneurysm. The patient was placed on dialysis. As the mesenteric artery was being perfused by a patent celiac artery it was decided that additional treatment was not required. Per the physician, the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.